Event description:
Pt reports they are getting a downstream occlusion alarm on solis pump (serial number unknown). Pt reports they already tried changing cassette before calling but was still getting alarm; pump was actively alarming during call. Pt denied finding any kinks in tubing, verified no clamps were down and did not notice anything that would be blocking the flow of med. Pt did not have their backup pump or any extra supplies on hand other than 1 additional premade cassette so rph was unable to fully troubleshoot. Pt reports their daughter makes all cassettes and keeps everything, including their backup pump, at her house 40 minutes away. Rph advised pt their backup pump needs to stay with them for instances like this. Pt was able to stop pump then disconnect and reconnect cassette and pump was running and delivering med by end of call. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered unknown. Position of pump when alarm occurred unknown. Pump return tracking info not available. Photographs not provided. Current remodulin dose: 72ng/kg/min. Did reported product fault occur while in use with the pt? - yes; did product issue cause or contribute to pt or clinical injury? - no; is the actual device available for investigation? - yes, upon return did pharmacy replace device? - no; did pt have a backup device they were able to switch to? - no if no, what was the pt instructed to do in able to continue their infusion? - pt was able to disconnect and reconnect cassette and resume delivery was pt able to successfully continue their therapy? - yes; is the infusion life-sustaining? - yes; what is the outcome of the event? - resolved.